Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3998, lot# j0427835v, implanted: (B)(6) 2004, product type: lead. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3998, lot# j0427835v, implanted: (B)(6) 2004, product type: lead. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was removed because over the years they had lost weight and it had moved and it was uncomfortable. They were not using the therapy anymore so they decided to have the stimulator removed. The reason they were not using the stimulation was because of the years her pain and it was completely on the other side, not for the side that originally received implant, and it could not cover new pain. It was noted that after some time they may implant a new ins. It was noted that about one year after implant it was repositioned as where it was placed was not comfortable. It was noted that the ins was repositioned as it was uncomfortable in 2005, and then moved again in 2012 as it was uncomfortable. The stimulation was not covering new pain in 2012. If additional information is received, a follow-up report will be sent.